Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was attempted to be deployed twice and recaptured due to a too deep position. Following the second recapture of the valve, the capsule would no longer deploy the valve. The valve was unable to be removed from the capsule. The proximal part of the capsule had begun to buckle. There was no issue with the delivery catheter system (dcs) handle. There was no misload or difficulty inserting the dcs. The inline sheath was used. There was slight tortuosity in the femoral artery. Subsequently, a new dcs was used to successfully implant a new valve. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The subject delivery catheter system (dcs) was not returned to medtronic for analysis. No procedural films were received for review. The reported event indicates that the valve was recaptured twice due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The reported event indicates that after the second recapture, the capsule would no longer deploy the valve and a capsule buckle was noted. An issue impact assessment was initiated to assess capsule buckle complaints. Based on the investigation completed, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.